Event description:
The following was reported to hamilton medical ag: device came in with complaint that it would not maintain o2 levels at the high end (60-100%). I observed this as well. The o2 levels would reach the set level with minor fluctuations. After a minute or two the levels displayed by the vent and confirmed with the separate analyzer would drop anywhere from 5 to 12%. This was done after calibrating the o2 cell and the analyzer. I replaced the o2 cell and this continued. No health consequences or impact.

Manufacturer narrative:
Hamilton medical ag case number is: (B)(4). Follow-up 1 - corrected information: **UDI related data quality updates only** field d4 was updated with full UDI information. Updated fields: b4, d1, d4, g6, h2, h4, h11.

Manufacturer narrative:
Hamilton medical ag case number is: cer (B)(4).

Event description:
The following was reported to hamilton medical ag: device came in with complaint that it would not maintain o2 levels at the high end (60-100%). I observed this as well. The o2 levels would reach the set level with minor fluctuations. After a minute or two the levels displayed by the vent and confirmed with the separate analyzer would drop anywhere from 5 to 12%. This was done after calibrating the o2 cell and the analyzer. I replaced the o2 cell and this continued. No health consequences or impact